Event description:
It was reported that when trying to retrieve the accunet filter, the recovery catheter got caught somehow, in the 6f arrow sheath. It would not advance or retract. The recovery catheter had to be modified by cutting the hub off and advancing another company's 7f guiding catheter over it. The filter was then able to be collapsed and removed. Spasms did occur during the attempts to retrieve the filter.